Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer experienced high blood glucose. The customer¿s blood glucose level was 599 mg/dl at the time of incident. The customer¿s current blood glucose level was 501 mg/dl. The customer treated with insulin pump for high blood glucose. The customer alleges insulin pump under delivery. The insulin pump will not be returned for analysis.